Manufacturer narrative:
Reported issue - lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka. Product inspection ¿ functional inspection did not confirm the event. Grease was not present. Product history review - review of the product history records indicate devices were manufactured under lot no 35040317 and all devices were rejected. Review of qt 17-04-0078 revealed that (B)(4) devices were accepted (including 3501169) into final stock. Non conformance is not related to the failure alleged in the event. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35040317 shows 00 additional complaint related to the failure in this investigation. Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka.